Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. The device was tested at depot and problem could not be reproduced. The arctic sun 5000 was evaluated. The circulation pump had been replaced previously in april 2023, device needed to be tested for low flow. The device was tested for 14 hours. Complete cleaning and water change. Calibration and further testing performed. The device is fully functional and without defects. The flow has been adjusted. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the repeated problem with flow in arctic sun device. The circulation pump already replaced in april 2023. The device needs to be tested again. Per follow up information received via email on 03jul2023. The device was sent for bd-approved facility for evaluation. The issue was now in progress state. The repair was in progress state. No patient involvement. There was no impact to the patient due to use of these device and no medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the repeated problem with flow in arctic sun device. The circulation pump already replaced in (B)(6) 2023. The device needs to be tested again.